Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05133 and 3005099803-2012-05134 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6) 2012. According to the complainant, after completing the deployment cycle using the first resolution clip device (MFR # 3005099803-2012-05133), the clip assembly failed to release from the delivery catheter. The device was withdrawn from the patient intact, and then a second resolution clip device (MFR # 3005099803-2012-05134) was used, but the same issue occurred; post deployment, the clip assembly failed to release from the delivery catheter. The device was once again removed from the patient intact. The procedure was then completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.